Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
The lens was not implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a pcb00 intraocular lens (iol), the plunger of the injector overrode the lens in the cartridge and the physician could not implant the iol. As it was a low diopter iol, the physician did not have a back-up lens in stock. The patient was left aphakic and was supposed to go back the week after to implant another iol. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that three other complaints have been received for this production order. Investigations were reviewed and one is related to this complaint since it is cosmetic and override codes. Investigation was completed as operational problem. The other two investigations were not related to this complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.